Event description:
It was reported that the ventilator was being used while on a wheelchair at the beach. A wave came in and washed over the ventilator and the pt. The ventilator shut down. It is unknown if the ventilator alarmed when the reported problem occurred. The pt was removed from the ventilator. No pt harm noted.